Event description:
It was reported that a pump declared a cartridge change error, and the issue did not adversely impact the customer's blood glucose level. The customer was instructed by technical support to inspect and clean various parts of the pump and to try installing a new cartridge. Despite these efforts, the issue persisted, and the customer was unable to load the cartridge successfully. Technical support referred the customer to a higher level for further troubleshooting, and arrangements were being made for the customer to receive a loaner pump and cartridge replacements, as there was no backup therapy available.